Event description:
The customer reported that during the cataract procedure a burn on the incision occurred. The incision was 2.2mm. At the end of the procedure the surgeon closed the wound with 4 sutures. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
Service was not requested after this event reported. The incision was 2.2mm. The customer did not provide info on the tip used. It could not be determined whether the incision size used was within the recommended parameters. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.